Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration. X-rays confirmed ipg migration.

Event description:
A report was received that the patient will undergo a pocket revision due to ipg migration. X-rays confirmed ipg migration.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time due to personal issues.